Manufacturer narrative:
The device was returned for the one event. The user's locking flow switch was also used during functional testing, and no issues were identified locking the device in the inflated position. The device was deflated within the specified time constraints, without any issues. Therefore, the investigation is unconfirmed for the reported deflation issue. The definitive root cause for the reported deflation issue could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cqf7584 pta balloon dilatation catheter allegedly had a deflation issue. This report was received from one source. The device was used inside the (B)(6) year-old female patient, of (B)(6) lbs. There was no reported patient injury.